Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, and removal due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture received on june 28, 2021 with lot number 1363510. Analysis of the returned device identified: white calcification outer device, creases fold and opening linear on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade iii, pain, and removal due to concerns with the product.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, and removal due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, and removal due to concerns with the product. Patient later reported joint pain, chronic fatigue, heart palpitations, tachycardia and breast pain due to capsular contracture baker grade 3, difficulty breathing. The device has been explanted.